Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the intra-aortic balloon (iab) was returned for evaluation. Blood was noted on exterior and interior surfaces of iab; iab appears to have been used. Fos connector and cal key were attached to the fos cable, which was connected to the iab. Fos connector was visually examined, center post was not recessed and tabs were intact. Fos center post was properly seated in the connector housing. This finding contradicts what was reported in the details of event. There was a dent and blue ink marks in the back of the fos housing indicating that fos has been pushed on with a pen. Fos was light level tested and failed, indicating the fiber was broken. Cal key was tested separately with a good sensor and passed. Fos was connected to the iab pump (iabp) and clicked into place 5 times. Center post did not recess; however, the sensor was not recognized by the iabp. Fos status was checked and displayed ll (low light). Cal key was connected and recognized by the iabp. Iab was cleaned. Central lumen was bent at distal tip. An in-house .025" spring wire guide (swg) was inserted through female luer end and high resistance was felt at bent area at distal tip of iab. The swg was inserted through distal of iab and high resistance was also felt at the bent area of iab. Iab was submerged and pressurized in water and leaks were observed from the bladder. The bladder was examined under magnification. There was a hole located at distal tip of iab and next to the hole there was a slit. The hole is consistent with a puncture from fos fiber. There was a "v" shape slit located at the proximal end of the bladder. The bladder was cut down at distal tip of iab to examine fos fiber. Fos fiber was confirmed to be broken. When the fos is not available, iab is still able to be used since an arterial pressure (ap) signal is available through the central lumen. A transducer can be connected to the central lumen and ap and timing can be monitored. The effect of not having an ap fos signal is that the enhanced wave inflation timing algorithm is not available in autopilot mode. Per instructions for use, "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to pt physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." The reported complaint of "fos sensor slipped back into the blue plug" is not confirmed. However, the fos fiber was found to be broken which would render the fos inoperable. It cannot be determined if the fos was broken before use, during use, or after removal.

Event description:
It was reported that the md inserted the sheath. While connecting fiberoptix sensor (fos) and the cal key to the pump ((B)(4)), the fos sensor slipped back into the blue plug. As a result, the md inserted a datascope iab.